Manufacturer narrative:
The device was not returned to the maunfacturer for evaluation. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was skipping. The device was just in for service as part of the urgent patient safety advisory for skin grafting products in (B)(4) 2013. No additional clinical information was received prior to this report.